Manufacturer narrative:
Patient age and weight was not available at the time of this report. Medtronic navigation, inc. Is filing this MDR to ensure visibility of a patient event which occurred after a procedure that utilized a medtronic navigation system. There is no allegation to suggest that a medtronic system caused or contributed to the reported event. The notice of litigation further states that following surgery, the plaintiff/patient "developed brain shift, seizures, cognitive deficits and amnesia." As a result, the patient "suffered and continues to suffer intense pain...disability and disfigurement." Investigation of the reported event is in progress. Subsequent system checkouts at the site showed that the system was fully functional. There were several successful surgeries completed using this system after the reported event.

Event description:
Medtronic navigation, inc. Was made aware of this event on (B)(6) 2010 via a litigation complaint. The litigation complaint relates to a "stealth MRI-guided craniotomy to remove an intraventricular tumor" where a medtronic representative provided surgical support. As there was no product malfunction, and the patient's outcome was unknown at that time, this event was not previously reported. Within the notice of litigation, it was alleged that the surgeon committed one or more of the following: removed a coagulated mural nodule in a patient for whom the procedure was contraindicated; removed a coagulated mural nodule without being first adequately trained in the procedure; improperly placed retractors through the foramen of (B)(4); failed to use an intraoperative MRI; and failed to operate as a reasonably careful neurosurgeon practicing in the same or similar localities.